Manufacturer narrative:
During further troubleshooting it was identified patient had initially refused training. Patient self started on the t:slim.

Event description:
Received information stating patient was experiencing high bg's.